Event description:
The customer reported that they went to the emergency room for high blood glucose levels of 303 mg/dl. The name of the hospital was (B)(6). Advised the customer to run a manual prime and insulin did exit. Advised to changed the entire set, reservoir, insulin, and to treat per health care professional's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.